Event description:
It was reported that the customer experienced elevated bg levels (180 mg/dl). Customer has switched to make up pump. During troubleshooting it was discovered that customer uses old insulin.

Manufacturer narrative:
The device has not been received for evaluation. Should new info be received, a supplemental report will be submitted.